Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient noticed symptoms within three hours of insertion at abdomen. The patient experienced hyperglycemia and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.